Event description:
It was reported that the catheter was stuck in the stent. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was inserted, and became stuck on the stent. The catheter was able to be pushed to resolve the entrapment. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath and telescope were kinked, and the sheath was cut. No damage or failures were observed on the ccp (catheter code pcba) board assembly. Microscope inspection revealed that the sheath and imaging core were cut, and no damage was observed on the distal tip or guidewire exit port assembly. A functional inspection was performed using a test guidewire, and no indication of resistance was noted when tracking the guidewire into the catheter. A motor drive unit (mdu) and ilab system were used to perform a functional inspection of the device. The catheter was properly recognized by the imaging system when connected to the mdu, and no connection issues or errors were detected during testing.

Event description:
It was reported that the catheter was stuck in the stent. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was inserted, and became stuck on the stent. The catheter was able to be pushed to resolve the entrapment. The procedure was completed with another of the same device. No patient complications were reported.